Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest, while using the product during dialysis treatment, and subsequently expired on the same day. The plaintiff's attorney further alleged that the product "damaged decedent's internal organs" and caused death.

Manufacturer narrative:
This is one of two device reports associated with this event.